Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material was at air/water cylinder and air/water channel¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). However, the reported fault was determined as a likely result of insufficient cleaning. It was confirmed that there was no deformation on the section of the device with the foreign material. There was no report that the device was used for procedure while the event occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection ¿ IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope was broken up. There was no report of patient harm. The device was returned, evaluated, and there was a whitish foreign material resembling powder mixed with water found inside the air/water tube and the air/water cylinder. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the foreign material found in the air/water tube and the air/water cylinder, other evaluation findings are as follows: switch#1 had a pinhole; the forceps channel port had a dent; the air/water cylinder and the suction cylinder had no color; the label on the suction connector was damaged; the play of the upward/downward knob was out of the standard value due to damage on the bending tube; the plastic distal end cover and the adhesive on the bending section cover were cracked; the adhesive around the objective lens, and the light guide lens were corroded; the connecting tube and the universal cord had wrinkles; and there were scratches on the plug unit and the universal cord. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.